Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure for a left ventricular (lv) lead, the guidewire for the lv lead perforated the heart. The patient developed a pericardial effusion that resolved without intervention. The lead was not implanted and the lv port on the device was inactivated. The patient was stable.